Event description:
On (B)(6) 2012 at maquet (B)(4) it was reported that the cardiohelp base unit with serial number (B)(4) would not store zero calibration data .

Manufacturer narrative:
(B)(4). Per the service report (B)(4) the frame was opened and connections were checked. The x4 connector was re-glued and the batteries were replaced. Tested per service protocol and passed all tests. Reference: complaint (B)(4).